Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer¿s blood glucose level was unknown at the time of the incident and current blood glucose was 84 mg/dl. The customer was treated with manual injection for high blood glucose. The customer reported that the customer does not allege pump was under delivering. It was reported that the drive support cap was flushed. It was reported that the insulin pump was not delivering insulin. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Device received with cracked battery tube threads. (B)(4).